Manufacturer narrative:
(B)(6).

Event description:
The customer questioned high results for 13 patient samples tested for elecsys hcg + beta test system (hcg + b) on a cobas 6000 e 601 module. Based on the data provided, the results for 7 patient samples were discrepant. The lower results were believed to be correct. The erroneous results were reported outside of the laboratory. There was no allegation that an adverse event occurred. The hcg + b reagent lot number was 28429201 with an expiration date of 28-feb-2019. The field service engineer (fse) visited the customer site and annual maintenance was carried out. Analyzer performance testing results were not acceptable. Procell and cleancell were replaced along with the probe wash and pre-wash. Afterwards, performance testing results were acceptable.

Manufacturer narrative:
Calibration signals for one calibrator were low on (B)(6) 2018 but within expectations for the other calibrator. The calibration that followed on (B)(6) 2018 produced higher signals. Qc results were within the customer's specific ranges but were higher than previous qc results on (B)(6) 2018 . The issues with calibration and qc may have the same unknown root cause. The customer uses a coagulation time of 30 minutes. This time is insufficient according to the tube manufacturer's recommendation of 60 minutes. Insufficient coagulation can cause sample quality issues leading to issues with results. During the service visit, the fse identified instrument issues and several actions were taken including replacing the measuring cells. The investigation was unable to find a definitive root cause.